Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure and the patient experienced pericardial effusion that required pericardiocentesis. Cardiac surgery was planned; however, the patient died prior to getting surgery. During the pvi procedure, there was a drop in blood pressure and pericardial effusion was detected via ultrasound. Aspiration of fluid from the pericardium was done. The patient was transported by ambulance to nearest cardiac surgery; however, the patient died during transport. The physician's opinion on the adverse event was human failure. There were no problems with the mapping-system or catheters. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-nov-2024, additional information was received, and it was indicated that no ablation was performed prior to noting the pericardial effusion. Therefore, this event is no longer considered to be MDR reportable against the thermocool smarttouch sf catheter. However, since a pentaray nav was reported to have been used, the event has been reassessed and is now considered MDR reportable against the mapping catheter. The awareness date is 13-nov-2024. As such, the h6. Health effect - clinical code, h6. Health effect - impact code, and h6. Medical device problem code have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).